Manufacturer narrative:
The investigation into the access site bleeding issue has been completed. The device was not returned for investigation. Product was not returned for review. Based on clinical description, the patient began to bleed from repo unit/ introducer hub valve when converted to repositioning sheath. The pump was explanted, and manual pressure held with fem-stop in place. The cause of the access site bleeding issue was not determined since product was not returned with location of bleeding reported from repo unit/ introducer hub valve per clinical.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. When converting to repositioning sheath, groin began to bleed without control. Decision made to remove the impella cp because the patient was hemodynamically stable, had complete revascularization and was showing evidence of anoxic brain injury. The patient was on angiomax and not heparin. The physician elected to remove the pump and use a strategy of manual pressure with a femostop.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿